Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on july 15, 2008 and obtained additional information. The patient reported that the alleged issue first occurred a few months back (could not recall a specific date/time). She mentioned that the alleged high results would be in the 200's and her normal reading prior to the issue were around "100-150" mg/dl. The patient also mentioned that she was not experiencing any symptoms at the time she was obtaining the high results. Her insulin regimen included humalog insulin 75/25 (25 units in the am and 40 units in the evening). She was also on a sliding scale with that insulin (scale not provided). The patient informed the mas that sometime in the previous month (specific date not provided), at around 8:40 pm, she had obtained a result of 277 mg/dl. She was not experiencing any symptoms at that time. The patient took her set amount of 40 units of insulin and also took an additional 5 units based on the result and sliding scale. Prior to this test, she had her normal dinner at around 6:30 pm and had obtained a result of 205 mg/dl after that. However, she did not take any insulin since she usually takes her evening insulin after 8:00 pm. After administering the 45 units of insulin, the patient mentioned to the mas that at 10:05 pm, she started to experience symptoms of being shaky, confused, and was "real cold". She tested herself on the subject meter and obtained a result in the "40's". She then treated self with orange juice/sugar and felt better within 20 minutes. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after administering additional insulin based on the result and her sliding scale. She treated herself with juice/sugar and reportedly felt better. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.